Event description:
It was reported that during a shoulder procedure using a doubleplay anchors, two anchors broke upon insertion. The procedure was completed by drilling new bone holes and using a different type of artc implant. There were no significant delays or pt complications reported as a result of this event.